Event description:
It was reported that the customer had urinary problems and was not able to use the catheter right. Also stated that they could not get it to stay on and wanted instruction on how to use product and asked if there was another, easier to use. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had urinary problems and was not able to use the catheter right. Also stated that they could not get it to stay on and wanted instruction on how to use product and asked if there was another, easier to use. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "outside diameter is too large / rough or irregular shape protrusions". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.